Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue(s). The system was tested and found to meet product. However, a phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation with the same event code. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed connector discoloration. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece was successfully recognized. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The returned handpiece was found to meet specifications. However, based on the information obtained, the root cause of the remains inconclusive. The reported ¿phaco none, thermal injury/corneal burn, incision site, corneal suture, corneal endothelial cell loss, corneal edema, and vision-induced astigmatism¿ can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. The reported ¿iris prolapse¿ may be attributed to patient anatomy or medically induced anatomy changes. The phaco handpiece was returned for testing and was found to meet specifications. However, based on the information obtained, the root cause of the remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in section h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that patient had a worsening of iris prolapse, endothelial damage, corneal epithelial and stromal burn at the main incision, postoperative astigmatism due to sutures, iris correction, residual corneal edema, and delayed healing. The patient has been scheduled for the follow up visit after six months.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the cataract surgery at the phacoemulsification (phaco) phase. The phaco test was performed without any issues, but as soon as the phaco started, the handpiece did not emit any ultrasound the lens turned an abnormal white color. The patient had incision site was burned and required three sutures. The handpiece was replaced, and the procedure continued. The current condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).